Event description:
A male underwent initial aaa repair in 2007. The physician placed one flex main body and two iliac leg grafts. Over time endoleaks developed proximally (1820334-2009-00137) and distally (1820334-2009-00138). The physician repaired the endoleaks in 2008. The proximal and right-side endoleaks were fixed. Images have been sent to assist in this investigation. Pt is fine at this time.

Manufacturer narrative:
The zenith line of products successfully completed all required design control activities. These activities ensured the device met the design input requirements and that the design input requirements meet the needs of the users. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, warnings, precautions, contraindications, and the proper deployment sequence. Regarding endoleaks, the zenith line of IFU's list several warnings and/or guidelines to follow that could prevent endoleaks from occuring; the importance of accurate placement. Anatomical criteria including neck angulation as well as vessel condition (e.g. Calcification, tortuosity, etc.) Distal fixation requirements. Recommended amount of overlap between leg grafts and main body. Importance of routine follow so that endoleaks, should they occur, can be handled appropriately. Two cd's were returned and examination of the films found evidence of endoleaks at the three locations prior to the additional grafts being deployed. Based on the examination of the films, the complaint is considered confirmed at this time. We are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.